Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: snaring of separated guide wire. Device issue: guide wire separation. It was reported that the rca was treated at the bifurcation with ivp that was protected with a bmw guide wife. A short stent was implanted at 16 atm in the rca. Then an attempt was made to withdraw the guide wire that was locked up inside branch, and the guide wire became separated at the solder, and 4 cm remained in the coronary artery. This 4 cm of the distal end of the guide wire migrated to the humeral artery. The distal end was withdrawn percutaneously by the vascular surgeons using a snare device. There were no consequences to the patient. No additional event or patient information is available.